Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Reportedly, the customer went to the emergency room (ER) with a blood glucose (bg) level of 474 mg/dl; cause was unknown. Customer consumed water to address the elevated bg. Reportedly, the customer left the ER the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
D9, h3, h10, h6.